Event description:
The customer reported receiving multiple alerts from the insulin pump, including weak signal alerts and lost sensor alarms. The customer stated the sensor read 96 mg/dl when his actual blood glucose value was 49 mg/dl. The customer was advised he would be sent replacement sensors. There was no hospitalization or emergency service reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.